Manufacturer narrative:
The device has not been received for evaluation at this time.

Event description:
It was reported that during a surgical procedure, a piece of the battery compartment of an ortho grip knee pointer was found to be broken off. It was reported that the piece had already been broken off when the device entered the operating room. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported event that a plastic piece on the battery was broken off was confirmed through the visual inspection. Any physical impact to the pointer, especially with a mallet or similar tool will cause product damage or operational failure due to battery movement.

Event description:
It was reported that during a surgical procedure, a piece of the battery compartment of an ortho grip knee pointer was found to be broken off. It was reported that the piece had already been broken off when the device entered the operating room. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.